Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited a high capture thresholds. The lead had dislodged. The physician attempted to reposition the lead but was unsuccessful, so the lead was explanted and replaced. The patient was in stable condition post procedure.